Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 208 mg/dl. The contact reported that an alternate method of insulin therapy was not obtained and the customer continued to use the pump.